Manufacturer narrative:
Continuation of d10: product ID: 978b128, serial/lot# (B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6), ubd: 11-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the ins has not helped them at all. The patient mentioned that they could feel the stimulation after the ins was turned on for the first time, but now they cannot feel stimulation and they have no idea how high they can increase the stimulation or how often they should make an adjustment. Agent reviewed stimulation and program considerations. The patient mentioned that they had a follow up appointment with their hcp a month after implant date and the hcp increased stimulation, but the patient said they could not feel stimulation and the hcp thought the patient just might be one of those patients who does not feel stimulation, so they decreased the stimulation and advised the patient to monitor symptoms for two weeks. The patient did as advised but they still felt like the ins was not helping. The patient also mentioned that the hcp had changed them to a different program, but they still felt like it was not helping. The patient was told that they would be getting a call from a mdt rep, but they have not heard from a rep since implant date. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the reps in the patient's area requesting a call back. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of not feeling stimulation was determined to be from the lead becoming dislodged. To resolve this issue the lead was replaced. It was reported that the issue was resolved.